Event description:
It was reported that the patient was to receive dialysis. However, when connecting the patient to the dialysis lines the machine sucked air. On closer examination, it was noted that there was a crack in the red luer lock connection hub on the external lumen of the nextstep catheter that had been placed into the patient's right internal jugular vein just a week ago in the operating room. As a result, the broken connection was repaired in the dialysis lab with a replacement kit and dialysis took place as planned. A delay of, however long it took to replace the hub was reported. There was no death or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.